Event description:
Rptr is a radiologist and sees most of the films which are generated by ER. One of the ambulance co's is using a unique electrode to attach their monitor leads while transporting their pts to the hosp. Frequently these electrodes are left in place when dept gets a chest x-ray of individual. The problem with this patch is that it simulates a lung cancer. While dept is familiar with the patch because they see it frequently, it still requires going to the ER to check that this is one of the suspected patches. Other radiologist and x-ray depts may not be as familiar with this item. Radiologist feels the danger of this patch is two-fold. Either a lung cancer can be misdiagnosed, and the pt has to undergo a CT scan for further diagnosis, or the radiologist may assume that the area of increased density is due only to this unusual patch and miss the diagnosis of a lung cancer. Radiologist has told emergency dept that this patch is dangerous and whenever they may have a pt come in with one of these leads attached, they are to replace the patch with one of hosp's which does not have these characteristics. While this works most of the time, yesterday another pt's films came across radiologist's desk with the same patch and radiologist has decided that this is probably FDA's responsibility. To make a false diagnosis of possible cancer is extremely anxiety provoking, to miss one because the patch is common in the area is devastating. Either way, there are add'l costs, radiation, and pt distress.